Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated, that the tubing popped off the side that was going into the body and when the patient woke up, blood glucose at 209 mg/dl as probably was not getting insulin. Reportedly, belt clip broke a day before this report while moving. The detachment was close to site. The location of the infusion was left abdomen and the pump was on the same side (left). The infusion was used for 4 days. The infusions were stored, or used, in a place where they were not exposed to extreme temperatures and humidity. The patient was unsure about any stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.